Event description:
Off label.

Manufacturer narrative:
(B)(4): evaluation: results: visual inspection of the returned product showed that half of the lens was torn off and missing and there was a clear surgical residue on the lens. Conclusion: based on the complaint history and the evaluation of the returned product, the most likely cause of the event has been determined to be due to the off-label use of a competitor's injector with this model lens. It should be noted that the cartridge were not returned for evaluation. (B)(4).